Event description:
A healthcare professional reported that due to excessive fluid accumulation resulted in a vertical gas breakthrough in the right eye of a patient during refractive surgery. There are multiple related reports for this event. This report addresses the patient unknown initials in the right eye, and another manufacturer report will be filed for other patients. All patients are doing well and according to the records, there is no serious patient harm.

Manufacturer narrative:
Additional information provided in b.5., h.6., and h.11., all patients are doing well and according to the records, there is no serious patient harm. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that due to excessive fluid accumulation vertical gas breakthrough had resulted in right eye of the patient during refractive surgery. There are two related reports for this event. This report addresses the patient initial's unknown, right eye and other manufacturer reports will be filed.

Event description:
A healthcare professional reported that due to excessive fluid accumulation resulted in a vertical gas breakthrough in the right eye of a patient during refractive surgery. There are multiple related reports for this event. This report addresses the patient unknown initials in the right eye, and another manufacturer report will be filed for other patients.

Manufacturer narrative:
Additional information provided in b.5., d.9., h.3., h.6., and h.11. A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. The review of logfile for the day of treatment shows all laser system functions were within specifications. The vacuum check, the energy check and the ablation check were performed successfully without issues. The energy was stable during the whole day. The reported treatment could be identified in the logfile. The beam control check resulted in a correction of ¿ nineteen micrometers. The treatment of the patient's right eye was finished successfully without any issue. No deviation between planned and performed energy is detectable for the reported treatment. The user operated within the recommended energy settings. The thickness of the flap was thinner than the recommended flap thickness. Review of the logfiles for the treatment day shows no relevant warning or error messages. No technical root cause could be identified. The system was working within specification. No complaint-related product is expected to return for investigation. No device related issues were identified based on the provided data. Therefore, the case is coded as "inconclusive - no problem found". The manufacturer internal reference number is: (B)(4).